Event description:
Follow up information received reported that the patient had no concerns with their device therapy. If additional information is received, a follow-up report will be sent.

Event description:
It was noted that the patient started having seizures at the end of november. Their body had been moving around a lot of weird ways. During the report the patient felt a seizure coming on so they held themselves against the wall. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97792, lot# n468108, implanted: (B)(6) 2014, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).